Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v077181, implanted: (B)(6) 2008, explanted: (B)(6) 2016, product type: lead. Product ID: 3889-28, serial/lot #: (B)(4), ubd: 28-dec-2011, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the patient had a revision done in 2009 because the healthcare provider who did the surgery did not put it in right. The patient reported the whole device was out of the pocket and the wires were all messed up. When asked if the revision was on the lead or the ins, the patient stated they did not remember. It was noted that the patient realized the issue in 2008. No patient symptoms were reported. No further complications were reported.